Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into the left anterior descending coronary artery. It was not possible to cross the target lesion due to no predilation with a percutaneous transluminal coronary angioplasty balloon, therefore, it was attempted to pull the stent back from the coronary artery. The guide catheter was "deep seated" in an effort to pull the stent into the guide catheter, however, the proximal stent segment got caught on the tip of the guide, resulting in dislodgement of the stent from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent. The stent remains within the pt's peripheral arterial vasculature. The target lesion was treated, with another MFR's stent. There was no add'l clinical sequelae reported relative to the event, and no further info is available from the user facility.